Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Per medical review - reportedly, intraoperative lens exchange was performed to address torn haptic during insertion. No reported incision enlargement or any other tissue damage to the patient. Another lens of same model was successfully implanted. According to the report, dated on (B)(6) 2015, there was no problem with the lens and the cause of the event was procedure related factor(loading error).the same report stated that there was no problem with the lens and no patient injury.(B)(4).

Manufacturer narrative:
Diopter: +18.00. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaint within the work order. A visual inspection of the returned product found the lens haptic and piece of optic torn off. The lens was returned dry. There was evidence of dry clear surgical residue on product. Conclusions (user error caused or contributed to event): based on the complaint history and lens work order search and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon inserted a aq2010v +18.00 diopter, three piece silicone lens. The haptic torn off during insertion into the patient's left eye. The lens was removed and a backup lens, same model and diopter size was implanted. No patient injury. No issues with the lens. Cause of haptic tear was loading error.